Manufacturer narrative:
Device was received in normal functioning mode. Lead impedance test found no issue with lead impedance measurements. Further testing determined the device exhibited normal characteristics and the device battery is still above eri with appropriate duration remaining until eri. There were no device anomalies found that could contribute to the reported field issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Two days following implant, the patient was found deceased at home. Although the healthcare professional does not allege the death is due to a device malfunction, the cause of death is unknown. Further information was requested but not received.